Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital due to sepsis, pocket infection, and their implantable cardioverter de fibrillator (ICD) eroding through their skin. The ICD, right ventricular (rv) lead, and right atrial (ra) lead were explanted. Antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.